Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to a report received via email from the clinic office to the dexcom territory business manager (tbm), on (B)(6) 2025, the patient¿s cgm displayed a glucose reading of 98 mg/dl. No blood glucose meter comparison was available. The patient consumed fruit snacks while getting into a car to drive. While driving, the patient lost consciousness and struck a guard rail. Upon regaining consciousness, the patient exited the vehicle and was reported to have walked into traffic. The patient does not recall these events and was informed of them by witnesses at the scene. The patient sustained an abrasion on the inside of her left arm due to the accident. Emergency medical services were called, and a blood glucose meter reading taken at the scene showed 36 mg/dl. No cgm comparison value was reported at that time. The patient was treated with several doses of glucose (route unspecified) and transported to the emergency room. The duration of the ER visit was not specified, but the patient was discharged home later that same day. At the time of the report, the patient was described as ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.